Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
(B)(4). Date of event: publication year of 2006. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: rectal stenosis after procedures for prolapse and hemorrhoids (pph)¿a report from china. Author : liqin yao, md, yunshi zhong, md, jianmin xu, md, phd, meidong xu, md, phd, pinghong zhou, md, phd. Citation: world j surg (2006) 30: 1311¿1315; doi: 10.1007/s00268-005-0484-0; published online: 13 june 2006. This retrospective study aimed to evaluate stenosis of the lower rectum as one of the delayed complications following pph. Between july 2000 and december 2004, 489 patients with mean age of 59 years (male n=222 and female n=267) who were treated surgically with pph were reviewed. Two purse-string sutures were placed, and the pph 33 mm ethicon endosurgery stapler (pph 01) was used. Complications included rectal stenosis (n=12) in which ten patients underwent balloon dilation through colonoscopy, and the other two patients underwent strictureplasty with electrocautery under colonoscopy; and severe postoperative pain (n=35) in which patients were prescribed oral antibiotics, and this treatment relieved the symptoms in some cases. In conclusion, rectal stenosis is an uncommon event after pph. Early stenosis will occur within the first 4 months after surgery. In most cases, the stenosis can be cured through colonoscopy surgery. Predictive factors for stenosis are previous sclerosis therapy for hemorrhoids and severe postoperative pain.